Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states while doing a closure procedure, his tumescent pump pedal started infiltrating tumescent solution intermittently. The customer stated that he unscrewed the pedal cord from the tumescent pump, then reattached it and the solution would then be administered before being intermittent again.